Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Stroke/thrombosis/major bleed/hematoma/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via direct aorta approach in a 59 year old male who was admitted for an aortic valve surgery. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. The patient received support with the 5.5 for the valve procedure. One day post-procedure, the patient experienced bleeding and underwent re-thoracotomy to remove the thrombus and hematoma. Hypoxic encephalopathy was a result on unknown date. The source of bleeding was unknown. Bleeding and thrombosis are known potential adverse events of the impella 5.5. Per the instructions for use.